Event description:
It was reported that the right ventricular (rv) lead was replaced due to high impedance and noise on the lead. The lead is suspect of a possible fracture. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).